Event description:
It was reported that the guidewire became stuck in the catheter. During a pulmonary vein isolation (pvi) procedure, a farawave catheter was selected for use. While moving from one vein to the next, the merit rosen standard length guidewire became stuck in the catheter. The devices were withdrawn and visually inspected. The guidewire was removed form the catheter and no damage noted to the catheter or guidewire. The physician felt the issue occurred due to tissue entrapment. The guidewire had not been reloaded into the catheter. Heparin was given pre transseptal and the case was performed on non-interrupted anticoagulant. The act results prior to the event were therapeutic. Ice and fluoroscopy were used; however, no images are available. The catheter was replaced as a precaution, and the procedure was completed successfully without patient complications. The catheter has been disposed of and will not be available for return analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.